Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 305060 batch no. 9098527 two departments have reported to me that they found a foreign substance in the 3ml 18 ga, 1.5 blunt fill l/l tip syringes. Item # 93021798, lot # 9098527. I got multiple reports from the floors.

Manufacturer narrative:
H.6. Investigation: one plastic zip lock bag containing an opened package from batch #9098527 (p/n 305060) and a 3ml syringe with blunt fill needle attached was received. The sample was visually evaluated. The syringe fluid path, luer collar and needle, including inside the shield, contained unidentified clear liquid residue. A large foreign matter object larger than level 3 in size was observed to be on top of the stopper in the fluid path. The fm appeared to be off-white, perhaps beige, in color. Due to potential risk of handling the contaminated sample no further evaluation could be performed. Since the sample had been manipulated, it is not possible to determine where the foreign matter originated and whether it was present in the syringe prior to its manipulation. Potential root cause could not be determined based on available information at this time. The defect could not be confirmed to have originated at the manufacturing plant a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Manufacturer narrative:
Initial reporter phone #: an additional phone # was provided by the reporter as (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 305060, batch no. 9098527. Two departments have reported to me that they found a foreign substance in the 3ml 18 ga, 1.5 blunt fill l/l tip syringes. Item # 93021798, lot # 9098527. I got multiple reports from the floors.